Event description:
The customer reported that she went to the hospital due to an infection at the sensor insertion site. The customer's blood glucose reading was approx 208 mg/dl at the time. Prior to the event, the customer had body aches. The insertion site was red, hard and showing signs of infection. The territory mgr had also called to report the event, and stated that the customer's infection may have been due to the customer scratching the site at work. The customer works in a prison, and may have contracted the infection there. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.